Event description:
It was reported that the ceramic head of the subject device came off. The issue was found during reprocessing. No patient involvement.

Manufacturer narrative:
The device was returned to olympus, and the customer allegation was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.